Event description:
It was reported during surgery, the probe fell off into the patient's body and it was retrieved. The user finished the case with a similar device and there was no patient injury reported.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus. And the following was observed: the cutting wire was broken at the coated portion. The broken portion of the cutting wire was scorched and melted. The coated portion of the cutting wire was torn and peeled off. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 year, since the subject device was manufactured. Based on the results of the investigation, the cutting wire breakage was likely, due to the following: 1. The cutting wire (where the wire coating was torn) encountered the distal end of the endoscope, when the forceps elevator was raised. 2. The output was activated in state of ¿1¿ above. 3. During activation, accidental discharge likely, occurred at two points in the cutting wire at the same time. 4. The discharge caused the cutting wire to become hot instantly. As a result, the cutting wire was broken and detached. Furthermore, the slider was likely, slightly pushed. Causing the cutting wire to deflect. The coated portion of the cutting wire was then rubbed from contacting a metal area of the endoscope causing tears of the coated portion of the cutting wire. However, the root cause of the reported event could not be determined. The event can be detected/prevented, by following the instructions for use (IFU), in section: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short. The output is too high or activated, while the cutting wire touches metal parts of the endoscope or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw, the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding or lacerations within the biliary duct and/or damage of the endoscope could result¿. ¿when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material¿. ¿do not activate output, while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated, while tissue is contacting the torn or damaged coated portion, due to insertion into or withdrawal from an endoscope, leakage current, decreased output and/or thermal injury could result¿. ¿if you feel the cutting is blunt, withdraw the device from the scope to examine, if there is any peel off and tear at the coating portion¿. This supplemental report includes an update to h3, from the initial medwatch. Olympus will continue to monitor field performance for this device.